Manufacturer narrative:
Correction: b5, h6 device component code.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred at the start and within three minutes of a patient¿s hemodialysis (hd) treatment. Visible blood was noticed and the dialyzer membrane leak was confirmed up to the red hansen connector. The dialyzer was inspected and no visible damaged was observed. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was available to be returned for evaluation.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred at the start and within three minutes of a patient¿s hemodialysis (hd) treatment. Visible blood was noticed and the dialyzer membrane leak was confirmed up to the red hansen connector. The dialyzer was inspected and no visible damaged was observed. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. A lot history review was performed. There were two other complaints reported against the lot. There was one complaint addressing an internal blood leak (no sample) and one complaint addressing an external blood leak (no sample). A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an external dialyzer blood leak occurred at the start and within three minutes of a patient¿s hemodialysis (hd) treatment. Visible blood was noticed and the dialyzer membrane leak was confirmed up to the red hansen connector. The dialyzer was inspected and no visible damaged was observed. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was available to be returned for evaluation.